Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in the netherlands, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 (s3) valve. During the procedure, there was difficulty advancing the delivery system with valve through the 16fr esheath+, and significant push force was required to advance the delivery system with valve through the esheath+. Difficulty tracking the delivery system with valve through the patient's anatomy was also encountered. A full descending aorta perforation was observed. The patient expired due to the aortic rupture. The root cause of the event was reported to be related to heavy calcification. Additionally, feedback from the field specialist indicated that the degree of narrowing at the aortic segment where the valve exited the esheath+ may not have been fully recognized prior to the event. It was stated that the patient was not considered suitable for surgery; however, tavr was the only viable treatment option.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data).the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time.the device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was received for evaluation. Per imaging evaluation, calcification and tortuosity was present at the patient's abdominal/thoracic aorta. Extravasation was noted in the region of the descending/abdominal aorta. The access vessel dimension met the instructions for use (IFU) criteria.per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel.the complaint for the difficulty tracking the delivery system with valve through the patient anatomy that resulted in a perforation and subsequent death has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements.in this case, the available information suggests that patient factors (tortuosity, calcification) likely contributed to the event as the provided information indicated heavy calcification was the perceived root cause of the event. In addition, the provided imagery confirmed the presence of calcification and tortuosity in patient's abdominal/thoracic aorta. Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.